Manufacturer narrative:
The insulin pump had no button error alarm. The pump was received with an intermittent button response due to moisture damage on the keypad trace. The pump had a scratched lcd window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube. There was no moisture damage electronic assembly.

Event description:
Information"it was reported that the customer had a button error alarm on the insulin pump. Customer stated that he did not hold any button down for 3 minutes or longer. Customer dropped the pump in the water and it had moisture damage. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.